Manufacturer narrative:
The field service engineer (fse) found a scratch in the mixing vessel. He then replaced the mixing vessel. The investigation determined that the event was caused by the scratched mixing vessel. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas pure c 303 analytical unit. The reporter stated they have issues with the qc. The results were higher than expected with the correlation around +3 standard deviations (sd). The reporter then ran the patient sample. The initial result was not reported outside of the laboratory. The result was out of the expected range which prompted the rerun of the patient sample. The reporter reran the patient sample nine times. The initial sodium result was 147 mmol/l. The first to ninth repeat results were all 136 mmol/l.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The customer performed an ion-selective electrode check with stable results. They performed a wash rack twice which improved the qc results. On the field service engineer's (fse) first visit, he inspected the analyzer and replaced the valves related to drying the probe/sucking water from the wash station or the fluid loop. He noted that the valve was very dirty inside. He then replaced all of the valves that were found to be dirty. The issue was not resolved. On the fse's second visit, he noticed a leakage in the sipper syringe. He then replaced the seals of the syringe. The investigation is ongoing.